Manufacturer narrative:
On may 13, 2023, additional information was received indicating the device is a mentor memorygel breast implant 250cc, catalog number 3542501, lot number 264963. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On may 29, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the sx mpp gel 250cc breast implant was found to be ruptured. The rupture extended approximately 8.0 cm from the anterior to the posterior view. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture, seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old caucasian female patient underwent a breast augmentation primary with unspecified mentor gel breast implants and experienced rupture along with late forming seroma on the left side post-operatively, which was confirmed during a physical exam. At this time, the results of cytology/pathology report have not been provided. As a result, the patient underwent removal and replacement with non-mentor devices on (B)(6) 2023.